Manufacturer narrative:
The complaint was confirmed based on x-rays provided by the dentist. Upon visual inspection of the radiographs, it appeared to show part of the fractured screw still stuck in the implant at tooth location 30. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Top part of the device was discarded and the other one remains in the implant. It was put to sleep.

Event description:
The dentist reported that abutment screw fractured inside the implant. The dentist was unable to remove the fractured portion of the screw from the implant. The implant was putting to sleep.